Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were reversed in the implantable pulse generator (ipg) header- the right atrial (ra) lead was pacing the right ventricle and the right ventricular (rv) lead was pacing the right atrium. The leads were planned to be reprogrammed, and remain in use. No patient complications have been reported as a result of this event.